Manufacturer narrative:
The valve unit was received with the distal catheter cut at 2-3cm of the valve. Patency testing with air revealed no anomaly. The valve was then pressure/flow tested (in water), the valve was found out of specifications (acting like a restriction). The valve mechanism was removed from its silicone elastomer housing and examined under magnification: no residues nor anomaly was observed. The valve mechanism was placed in a valve housing and retested: the valve was within pressure/flow specifications. The device history records review did not reveal any anomaly that could explain the reported event. This valve was tested within pressure/flow specifications at time of manufacturing and functioned correctly during seven months before becoming obstructed. The complaint was verified, as received the valve was out of specifications. The most likely cause was that residues were present in the valve mechanism and then displaced during valve manipulation and retest. Device identifier: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the 909708 osvii valve was explanted on (B)(6) 2019. It was reported that the patient had cephalic issues that appeared the day before with progressively unusual sleepiness, oculomotricity disorder with parinaud syndrome. A scan was done which showed hydrocephaly that didn't appear from the previous scan on (B)(6) 2018. Surgery was performed in urgency on (B)(6) 2019 in which the osvii valve was explanted and a new valve and peritoneal catheter were implanted.